Manufacturer narrative:
Detailed product information was not provided to bsc as the account did not have the available information at the time the report was submitted. Because the product lot number is unknown, we are unable to provide the complete unique identifier (UDI) #.

Event description:
It was reported that guidewire entrapment occurred. The 99% stenosed target lesion was located in a severely calcified and non-tortuous superficial femoral artery. A 1.85mm jetstream sc catheter was selected for the atherectomy procedure to treat the lower extremity arterial disease. A same-side antegrade approach was used. A non-boston scientific (bsc) sheath was placed, and a tourniquet was applied at the knee. However, due to calcification, blood flow could not be occluded, so a non-bsc embolic protection device was used. When the jetstream was used for cutting and then withdrawn, the non-bsc embolic protection device and the jetstream became entrapped and could not be removed. While traction was applied, the filter portion of the non-bsc embolic protection device became separated. After the jetstream was removed, the separated portion was safely retrieved with an intravascular forceps. The procedure was completed without issues, and the physician reported that the patient's condition is stable.